Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported vacuum two suction pressure was too low error message was displayed. After other attempts, vacuum was working. Surgery was completed. Upon follow up, an error message stating that vacuum two was too low appeared during surgery. However, the message could be confirmed and surgery was completed without further complications. Neither before or after the error message did complications occur. There was absolutely no impairment, no patient impact and surgery was completed successfully. There are two similar reports for the same facility. This file will represent one of the reports and another report will be created.

Manufacturer narrative:
During an onsite visit, the field service engineer (fse) was not able to duplicate customer reported event. The fse stated vacuum pumps have reserve without controller, no vacuum loss with stopper, no vacuum loss with suction ring, no vacuum loss in processes in x, y or z. The fse successfully completed system verification to specification. Failure analysis showed the reported problem could not be reproduced with the returned patient interfaces. No deviation of docking or other issues could be detected. The reported problem could not be confirmed. No problem with the returned patient interfaces could be identified. No technical root was found as the device was performing within specifications and as intended. The root cause code is inconclusive ¿ product met specifications. The most possible root cause is user handling during the docking process and the movement of the patient¿s eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Log file review shows that all started treatments were completed to 100% without interruption and all laser system functions were within specifications at this day. At the visit on site, the field service engineer verified the system according to company specifications. No technical anomaly could be identified. The system is working fine. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Potential contributing factors to the vacuum issue may be movement of the patient, improper docking or too much fluid on the eye. (B)(4).